Event description:
The hosp reported tha during an endoscopic vein harvesting procedure, no power was being generated from the power supply. The hemopro2 adaptor was replaced to complete the case. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up w/the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).